Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be a defective transmitter.